Manufacturer narrative:
Added b5 (additional event information), g3/g4, h1/h2 and h6.

Event description:
Additional information received on june 02, 2023: reportedly, the fsa was notified on june 01, 2023, from the medical staff who was aware of this patient's procedure but not directly involved in the procedure that the patient had died. No other information is being shared and is not available from the hospital. It is unknown on what post-op day the patient died.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9-infrarenal aorto iliac-unilateral procedure to treat an aortic and iliac aneurysm (aneurysm size unknown) on the right side utilizing gore® excluder® aaa endoprosthesis (two contralateral legs and a trunk ipsilateral leg c3) and gore® excluder® iliac branch endoprosthesis (internal iliac component & iliac branch component) and gore® molding & occlusion balloon catheter as an accessory. Reportedly, the procedure went well, however, patient had low blood pressure when they left the surgery room but to which the physician thought the cause was a coronary issue. Reportedly, later that day, the radiology tech notified fsa of there being some kind of extravasation or bleeding (after the procedure) on the left access side and radiology was going to coil something of which details remain unknown and not available. On (B)(6) 2023, another physician decided to bring the patient back in for a reintervention as they believed the right side of the iliac branch has occluded in both the internal and external iliac artery. Reportedly, the physician decided to extend the right side into the external iliac with a gore limb, which was on the shelf. Patient tolerated the procedure.

Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to cardiac (hypotension), bleeding, occlusion of device or native vessel and reintervention. Since it is unknown which device is directly implicated in this complaint, catalog #ceb231210a / sn# (B)(6)/ UDI- (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.